Event description:
It was reported that during bone removal of the femur the drill was very loud believed to be caused by a faulty long attachment. Soon the system gave an error of hand piece or drill communication error and had to recalibrate and home. Burring was quieter after that. Once complete scrub tech could not remove drill from hand piece. Drill was difficult to remove and the bur was also difficult to remove from long attachment. According to investigation results, the drill was tested and the abnormal noise was confirmed. There was also smoke after a few seconds. The drill was attached to a handpiece and was detached just as easily.

Manufacturer narrative:
The device was used in treatment and was returned for investigation. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill was run through a drill test and the abnormal noise was confirmed. Furthermore the drill began to smoke after a few seconds, indicating that the motor shaft driver is broken internally. This is a common issue caused by excessive cutting forces during use. The malfunction is most probably due to expected wear / tear. No containment or corrective actions are recommended at this time.